Event description:
Reporter noted insufficient fluid flow through system: converted closed system to open system. Turned machine off to do scleral buckle. Turned off again for cryo procedure. Turned back on for air-fluid exchange and had a sudden rush of air at high pressure when scrub nurse turned the stopcock. Position of retina was torn and anterior segment of surgical wound was dehisced. Wound repaired and case closed without further problems.